Event description:
Boston scientific crm received information that during a recent clinical follow-up, this device exhibited shock impedances of greater than 125 ohms. The physician performed an r-wave synchronous shock test, with a returned impedance of 99 ohms. Further evaluations via lit testing, returned values between 121-123 ohms. While no adverse patient effects were reported, the physician elected to monitor the condition. Additionally, a data disk was sent to bsc euro-technical services for evaluation. Disk analysis confirmed intermittent daily shock impedance measurements greater than 125 ohms; however, nothing to indicate a lead integrity issue at this time. Recommendation for increased follow-up was communicated.

Manufacturer narrative:
To date, the device remains implanted and in service. When new information is received, a follow-up report will be provided.